Event description:
It was reported that a revision was performed due to fracture and metal abrasion of the rt femoral component. The surgeon would like to offer us examination of the broken knee prosthesis.

Manufacturer narrative:
The failed component was returned to our facility for investigation and we identified that we are not the legal manufacturer but ohst medizintechnik ag, rathenow. Ohst was notified about this product failure and device was delivered to them for investigation. This complaint will be closed as no more reporting/investigation activities in regards this failure are required from our end.